Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 54.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. Additional cuts into the insulation were found 27 cm proximal to the lead tip. These cuts probably occurred during the explantation procedure. The insulation was, apart from the mentioned cuts, free of injuries. Due to the fragmented state of the lead, further mechanical and electrical inspections were not feasible. Furthermore, the root cause for the observed dislodgement based on the provided x-ray could not be determined. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.